Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the plastic distal end cover was burned and the adhesive, around the objective lens, had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h6 (health effect ¿ impact code) should be: 2645 ¿ no patient involvement. New information added to the following fields: d8, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, c-cover burnt, and foreign material at ob-lens glue, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Mbc could not presume the cause of the event, nor could not specify the root cause of the suggested event. Could not specify the cause of the foreign material remained in the device from obtained information. Although we confirmed foreign material at ob-lens glue from provided photo by sbc, could not identify the material. Mbc could not conclusively specify the root cause of the suggested event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿inspection of the endoscope user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. User may detect the suggested event by handling the device in accordance with the following IFU.¿ olympus will continue to monitor the field performance for this device.